Manufacturer narrative:
Controller - (B)(4) - 1407au - mfg date: 06/30/2015 - exp date: 06/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was very warm to the touch. No consequence to patient. No additional information available.

Manufacturer narrative:
Controllers con190893 and con190221 were returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event of "very warm to touch". The reported event could not be confirmed; the controllers performed as expected during bench testing. Analysis of the devices revealed the devices met specifications. Both devices passed visual inspection and functional testing. The controllers were allowed to run for three hours before performing a temperature reading. Results revealed that the controllers' surface temperatures were within normal range and felt normal to touch during testing. The two returned controllers contained an approved alternate mosfet transistor. Controllers with the alternate mosfet transistor may operate at high temperatures but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating warmer. However, the controllers involved in this complaint were found to be operating at normal temperatures. No failure detected. The reported event could not be duplicated at the bench level. Con190221 - controller UDI #: n/a. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.